Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps or cartridge loading steps. Tandem customer technical support educated the customer to follow the proper air removal and cartridge load steps. Customer would either change the cartridge or all the pump supplies to address the issue. Customer¿s blood glucose (bg) level was 600 mg/dl. Elevated bg was addressed by a correction bolus via the pump.